Event description:
Nellcor puritan bennett received a request for an inspection of a device. When the customer service engineer arrived at the hospital site, he was informed that a patient had expired on an 840 ventilator. As per customer there was no ventilator malfunction nor allegation that the ventilator contributed to patient's outcome. Cse inspected and tested the device with no error codes. Unit functioned according to npb's specs. Customer reported that patient was on critical condition before he was placed into 840 vent.

Manufacturer narrative:
Per customer, this was a case of user error due to the nurse's lack of response to breath alarms.